Event description:
It was reported that the patient with this tactra malleable penile prosthesis was dissatisfied with the device. A surgical procedure was performed in which the tactra was explanted, and an inflatable penile prosthesis (ipp) was implanted. There were no patient complications reported.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis was dissatisfied with the device. A surgical procedure was performed in which the tactra was explanted, and an inflatable penile prosthesis (ipp) was implanted. There were no patient complications reported.